Event description:
Patient reported persistent hyperglycemia for several days, with blood glucose (bg) values reported up to approximately 500 mg/dl. The patient was wearing the pod on the arm longer than 48 hours at the time medical attention was sought and alleged that the event was related to the device and insufficient insulin delivery. Medical attention was sought on (B)(6) 2026, resulting in hospitalization for two days, with discharge on (B)(6) 2026. No diagnosis was reported. The patient received insulin by injection, resulting in reduction of bg to approximately 250 mg/dl.the patient confirmed the pod appeared to function as expected during use, including confirmation that the pink slide moved forward, the cannula was inserted, and no insulin leakage was observed. The patient reported that the cannula did not appear normal upon removal; however, no additional details describing the abnormality were provided. The pod was discarded in a sharps container and could not be retrieved for further evaluation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.